Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-11-2017 with the following findings: the black box showed multiple unexplained pump reboots. The battery compartment was cracked with evidence of moisture inside as well as behind the display lens. A test battery cap was able to attach to the pump; the pump was unresponsive with no vibration, no audio and a blank display. The attempt to download the pump history and black box was unsuccessful. The leak test failed due to a battery compartment leak. The pump¿s cover was removed and moisture corrosion was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.